Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, upon inflation at 12 atmospheres for 2 minutes, the balloon was deflating and it popped. The procedure was completed with another of the same device. No patient complications nor injuries were reported.